Event description:
It was reported that the device was used during a laparoscopic hernia procedure. It was reported by the rep that the device jammed, a second one was opened and it also jammed. A third device was opened and it worked fine. There was no consequence to the pt.